Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate plus profile prosthesis and experienced left-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8-mar-2022, mentor received additional information regarding the patient¿s information and a replacement device. The age of the patient at the time of event was 66 years old. Ethnicity is not hispanic/latino. The replacement device is a mentor saline breast implant. On 10-mar-2022, the suspected medical device was returned for evaluation. On 16-mar-2022, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus prostheses. On 24-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear near the valve on the anterior view. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).